Manufacturer narrative:
(A2) age at time of event: 18 years or older.

Event description:
It was reported that insufficient apposition, st elevation, and stent thrombosis occurred. The patient had a heart attack and was admitted as an emergency case. The non-totally occluded target lesion was located in the non-calcified ostial left anterior descending artery (lad) to left main (lm). The 3.50 x 32mm synergy megatron stent was implanted in the target lesion up to 12 atmospheres. Intravascular ultrasound (ivus) revealed the distal part of the megatron stent was underexpanded and some plaque was not covered. A 3.00 x 32 synergy xd stent was implanted overlapping the megatron at the ostial lad to proximal lad. The overlapping section was post dilated with a 4.00 x 15mm non-boston scientific balloon. When the stent was checked with angiography, underexpansion was noticed. Post dilation was performed again with a 4.00 x 8mm nc emerge balloon. Ivus was then performed which revealed a gap between the megatron and the synergy xd despite multiple post-dilations. The physician reviewed the ivus and measured the msa at the underexpanded overlapping section at 7.56mm^2. Angiography showed good flow with no thrombus so the procedure was considered successful and the patient sent back to the ward. Twenty-four hours later, the patient returned with st elevation and stent thrombosis was diagnosed. Optical coherence tomography (oct) showed a stent gap of 0.39mm, malapposition between overlapping stents. The clots were aspirated and the patient is now stable but the physician intends to bring the patient back for a staged procedure to correct the malapposition. It was further reported that the target lesion was 50% stenosed and non-tortuous. The planned staged procedure to correct the malapposition has not yet been performed.

Event description:
It was reported that insufficient apposition, st elevation, and stent thrombosis occurred. The patient had a heart attack and was admitted as an emergency case. The non-totally occluded target lesion was located in the non-calcified ostial left anterior descending artery (lad) to left main (lm). The 3.50 x 32mm synergy megatron stent was implanted in the target lesion up to 12 atmospheres. Intravascular ultrasound (ivus) revealed the distal part of the megatron stent was underexpanded and some plaque was not covered. A 3.00 x 32 synergy xd stent was implanted overlapping the megatron at the ostial lad to proximal lad. The overlapping section was post dilated with a 4.00 x 15mm non-boston scientific balloon. When the stent was checked with angiography, underexpansion was noticed. Post dilation was performed again with a 4.00 x 8mm nc emerge balloon. Ivus was then performed which revealed a gap between the megatron and the synergy xd despite multiple post-dilations. The physician reviewed the ivus and measured the msa at the underexpanded overlapping section at 7.56mm^2. Angiography showed good flow with no thrombus so the procedure was considered successful and the patient sent back to the ward. Twenty-four hours later, the patient returned with st elevation and stent thrombosis was diagnosed. Optical coherence tomography (oct) showed a stent gap of 0.39mm, malapposition between overlapping stents. The clots were aspirated and the patient is now stable but the physician intends to bring the patient back for a staged procedure to correct the malapposition.

Manufacturer narrative:
Age at time of event: 18 years or older.